Event description:
It was reported that the patient's leadless implantable pulse generator (ipg) thresholds increased to high levels. The ipg was reprogrammed. No patient complications have been reported as a result of this event.